Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the right ventricular (rv) lead was visualized via x-ray and no visible damage was observed. The physician plans to continue normal follow-up with this patient and re-evaluate at the next appointment. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited gradually increasing and high out-of-range shock impedance measurements. Boston scientific technical services (ts) was contacted for assistance and discussed that these measurements could be indicative of lead calcification. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was subsequently explanted and returned for testing. The reported clinical observations were not confirmed or duplicated during testing and detailed analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.